Event description:
The rptr performed several tests on his surestep meter with results in the 400's mg/dl. Thirty minutes later, he had a lab test done, and got a result of 77 mg/dl. He did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8